Event description:
A report was received that stated a pt received insufficient local anesthesia when the listed medical device was used. It was necessary to place pt under general anesthesia during the procedure. No adverse effects to pt reported.

Manufacturer narrative:
Samples from inventory are currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).